Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for huntington's disease. It was reported that a local infection was found in the device pocket. It was also noted that there was a small lesion at the sub-clavicular scar that was 2 mm in diameter. A surgical revision was performed and it was noted that there was no indication of a deep infection; it did not make contact with the deep brain stimulation (dbs) system. The event resulted in an impatient or a prolongation of an existing hospitalization. The event was resolved at the time of this report.

Manufacturer narrative:
The manufacturer site ID was updated to reflect the serial number that was provided.

Event description:
No new information was received.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that there were secondary wound healing problems at the left subclavian incision. It was also noted that a surgical revision took place but there was no indication for deep infection and no contact to the deep brain stimulation (dbs) system.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for huntington's disease. It was reported that a local infection was found in the device pocket. It was also noted that there was a small lesion at the sub-clavicular scar that was 2 mm in diameter. Asurgical revision was performed and it was noted that there was no indication of a deep infection; it did not make contact with the deep brain stimulation (dbs) system. An IV of clindamycin was also administered at 600 mg. The event resulted in an impatient or a prolongation of an existing hospitalization. The event was resolved at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.